Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7078988. Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7078904.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and requested removal of the scs device. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, device analysis was performed on the returned leads (B)(6) serial numbers (B)(6) and (B)(6). Visual inspection of lead serial (B)(6) revealed that the lead was cleanly cut into two pieces approximately 25 cm from the distal end. Additionally, lead serial (B)(6) was cleanly cut into two pieces approximately 30 cm from the distal end. This damage of both leads is typically a result of the explant procedure and not considered an anomaly. Electrical testing was unable to be performed on either lead due to the cut lead bodies. No other anomalies were identified on the returned portions of each lead. A labeling review was conducted which determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and requested removal of the scs device. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively.

Manufacturer narrative:
Correction to block d4: unique identifier (UDI). Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, device analysis was performed on the returned leads sc-2408-74 serial numbers (B)(6). Visual inspection of lead serial (B)(6) revealed that the lead was cleanly cut into two pieces approximately 25 cm from the distal end. Additionally, lead serial (B)(6) was cleanly cut into two pieces approximately 30 cm from the distal end. This damage of both leads is typically a result of the explant procedure and not considered an anomaly. Electrical testing was unable to be performed on either lead due to the cut lead bodies. No other anomalies were identified on the returned portions of each lead. A labeling review was conducted which determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and requested removal of the scs device. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively.